Manufacturer narrative:
Pt info: unk. Lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm, vticm512.1, -3.50/3.5/057 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Multiple repositionings were performed on the following days (B)(6) 2022 due to refractive surprise but it did not resolve the problem. Cause of event was reported to be the device.

Manufacturer narrative:
B5- per updated information lens repositioning was performed. It was reported that refraction is better, and the visual acuity is better. Patient is happy. Claim # (B)(4).

Manufacturer narrative:
H4: claim# (B)(4).